Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had channel error code 240.4150. Both upper and lower pressure sensors were replaced. Preventive maintenance checks passed. Functionality was verified to be within tolerance and rts. No further information was provided.